Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. The infusion device was thoroughly evaluated and meets specifications. The device delivers the programmed amount of insulin correctly. The issue reported by the patient could not be duplicated.

Event description:
The patient reported experiencing frequent e4 (occlusion) errors on the infusion device. He switched to a different type of infusion set and the frequency of e4 errors was less often. He then received an e4 during the night and was unable to clear the error. He did not have an alternate form of insulin therapy and he went to the hospital for treatment. He was treated with an insulin injection. The patient's blood glucose values were not provided. The infusion device was replaced and requested to be returned for evaluation.